Event description:
Retained foreign body located on CT scan this admission in the left groin suspected from a procedure in (B)(6) 2021. Disclosed to patient by medical team and patient left ama (against medical advice).